Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the application was not launching on the device. A technical support specialist logged into the device remotely via remote smart service. The device was displaying a blue screen, and the application had not launched. Access was gained using the cfnadmin account. Upon checking the services, it was found that data synchronization was not running. The service was restarted, resolving the issue and the pyxis became operational and resolved the issue by repairing the database and performing a full synchronization on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es failed to reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.